Event description:
The pt reported no longer hearing on several electrodes. Using the appropriate diagnositc equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has been scheduled for 2/19/1999.